Event description:
The customer reported: "I would like to contact you regarding the attached report on a gamma nail. Breakage of the nail and distal screw when the patient moves (walking) no notion of trauma. Devices involved: two. Clinical consequences observed: secondary fracture displacement functional impotence + pain protective measures and actions taken: removal of the nail and fitting of another nail + gtr hook".

Manufacturer narrative:
Correction: d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported: "I would like to contact you regarding the attached report on a gamma nail. Breakage of the nail and distal screw when the patient moves (walking) no notion of trauma. Devices involved: two clinical consequences observed: secondary fracture displacement functional impotence + pain protective measures and actions taken: removal of the nail and fitting of another nail + gtr hook."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.